Event description:
It was reported that the patient had his pump prophylactically removed on (B)(6) 2011, to avoid in-vivo battery depletion. The pump was electively removed. There was no pt injury. The pt recovered without sequelae. The drug in the pump at the time of the event was lioresal.

Manufacturer narrative:
(B)(4). Final analysis of the battery revealed that the battery resistance waveform test showed a high resistance of 1382 ohms. The battery failed. Final analysis of the catheter revealed no anomalies. Results and conclusions: (catheter).